Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42, which affected the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and after this reset, the error did not occur again, allowing the caller to successfully start their sensor session.